Event description:
Reported that the unit would go into AED mode from the 200j setting if one side of the knob was pushed. Two other energy settings were also sensitive to pressure on the switch. There was no report of patient involvement.